Manufacturer narrative:
A visual analysis of the returned percuflex plus ureteral stent was performed and it was found that residues were present, suture hole was torn, and the suture was not returned. A mandrel was inserted through the stent and it passed properly without resistance. A review of the device history record (DHR) was performed and no deviation were found. A labeling review was performed and no anomaly was found. A search of the complaint database revealed that no similar complaints exist for the specified lot. Therefore, taking into consideration these factors and the analysis performed in the device returned, the most probable root cause is operational context as the damages likely occurred due to procedural or anatomical factors encountered during the procedure which limited the performance of the device.

Event description:
Note: this report pertains to one of three devices used in the same patient. Manufacturer report #s 3005099803-2014-01517, 3005099803-2014-01518, and 3005099803-2014-01573 refer to these devices. It was reported to boston scientific corporation that two percuflex plus ureteral stents (subject of manufacturer report #'s 3005099803-2014-01517, 3005099803-2014-01518) were used during a ureteral stent implantation procedure in the ureters performed on (B)(6), 2014, and a third percuflex plus ureteral stent (subject of 3005099803-2014-01573) was implanted on an unknown date after (B)(6), 2014. According to the complainant, on (B)(6), 2014, two percuflex plus were implanted in the right and left ureters. On that same day, the patient had a fever and was unable to urinate. The next day on (B)(6), 2014, the physician replaced the percuflex plus in the right ureter with a single j stent. On (B)(6), 2014, the stent in the left ureter was replaced with a single j stent. The patient's condition was then improved. Later, on an unknown date, the single j stent in the right ureter was replaced with the third percuflex plus stent; however the next day, the patient had urination retention and fever again. To resolve the urinary retention and fever, this third percuflex plus stent was replaced with a single j stent. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
Note: this report pertains to one of three devices used in the same patient. Manufacturer report #s 3005099803-2014-01517, 3005099803-2014-01518, and 3005099803-2014-01573 refer to these devices. It was reported to boston scientific corporation that two percuflex plus ureteral stents (subject of manufacturer report #¿s 3005099803-2014-01517, 3005099803-2014-01518) were used during a ureteral stent implantation procedure in the ureters performed on (B)(6) 2014, and a third percuflex plus ureteral stent (subject of 3005099803-2014-01573) was implanted on an unknown date after (B)(6) 2014. According to the complainant, on (B)(6) 2014, two percuflex plus were implanted in the right and left ureters. On that same day, the patient had a fever and was unable to urinate. The next day on (B)(6) 2014, the physician replaced the percuflex plus in the right ureter with a single j stent. On (B)(6) 2014, the stent in the left ureter was replaced with a single j stent. The patient's condition was then improved. Later, on an unknown date, the single j stent in the right ureter was replaced with the third percuflex plus stent; however, the next day, the patient had urination retention and fever again. To resolve the urinary retention and fever, this third percuflex plus stent was replaced with a single j stent. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.